Event description:
A medtronic rep reported during lumbar fusion surgery, the surgeon prepared the pedicle and was fixing the screw to the screw driver. Then prepared to place the screw into the pedicle. When applying pressure on the screw driver the screw became a little bit loose. Then tightened the screw again and it became loose again. Then the surgeon tightened it as hard as possible and the screw was staying in place. No impact on the pt's outcome was reported.

Manufacturer narrative:
Pt identifier, age and date of birth will not be provided. No part has been returned.